Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13456. It was reported that when the patient presented remotely via merlin.net transmission, multiple noise reversions due to lead noise and lead abrasion were observed on the ra and rv leads. The lead abrasion was possibly due to lead to can or lead to lead abrasion. The patient was stable and being monitored.